Event description:
Pt came to ER c/o increased abdominal pain. Went to CT for abdominal scan. 20g IV was placed prior to pt going to CT (left antecubital). CT with contrast using the power injector was performed by radiologic technologist (rt). Upon arrival to inpatient unit, rn noted the pt to have a very swollen left forearm from IV infiltration. IV had been discontinued. Warm compress applied and pt encouraged to elevate arm. Positive pain.